Manufacturer narrative:
The last valid calibration was performed on (B)(6) -2021. The qc results were within the expected range. The assay performs according to specifications. The investigation found that due to lack of information, a clear root cause could not be determined.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The field service engineer found there was a bad cable connection to the pipettor. The investigation is ongoing.

Event description:
The initial reporter complained of questionable elecsys vitamin b12 ii results for one (1) patient sample on a cobas 8000 e 602 module analyzer. The initial result was 50.00 pg/ml with a data flag. The repeat result was 710.1 pg/ml. The questionable result was not reported outside of the laboratory. The repeat result of 710.1 pg/ml was reported outside the laboratory. The reagent lot number was 51076300 and the expiration date was asked for but not provided.